Event description:
It was reported that the patient had several inappropriate shocks. The system has now been programmed off. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.